Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent gynecological surgical procedures on an unk date and a bs device was implanted; and then in (B)(6) 2015 the bs device was removed and an unk ethicon mesh was implanted into the patient. It is reported that the patient experienced undisclosed injuries. No additional information is provided at this time.